Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer added more insulin to resolve the problem.